Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, flickering of the image (the image is not visible) was due to damage to the connector. The cause of the damaged connector could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was bad a connector. In addition, the lens was found to be off center due to a damaged couple. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the image on the hd autoclavable camera head was flickering prior to an unknown procedure. The procedure was completed with a similar device and there was no delay in the procedure. There were no reports of patient or user harm associated with this event.